Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, catheter withdrawal difficulties occurred. The 90% stenosed lesion was located in the moderately tortuous left common iliac artery. A non-bsc guide wire was advanced across the lesion and the lesion was pre-dilated with an unspecified balloon. Next, the physician successfully implanted the 7.0x30x75cm express vascular ld premounted stent into the intended location within the lesion. The express vascular ld stent delivery system balloon was used to post-dilate the lesion. The stent was well apposed against the vessel wall. As the physician attempted to withdraw the express vascular ld delivery system into the sheath, resistance was encountered. The physician decided to remove the guide wire and the express vascular ld delivery system together as a unit outside of the patient. The physician successfully completed the procedure with this device. No patient complications were listed and the patient's status was reported as 'good'. This product in only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)